Event description:
It was reported during the patient's examination/palpitation that the catheter was dislodged. It was noted that the patient complained of severe uncontrolled low back pain, lower extremity pain and withdrawal-type symptoms; including, nausea, vomiting, irritability, and restlessness. The catheter was replaced. The event was reported as possibly related to the device or therapy, but not related to implant procedure. The patient's last refill was noted on (B)(6) 2012. The outcome of the patient was reported as resolved without sequelae. The drug delivered via pump was morphine and baclofen.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8709 lot# l65389, implanted: 1999 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).